Event description:
It was reported that the device triggered elective replacement indicator after only four years and possible premature battery depletion is suspected. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.